Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen became unresponsive. Additionally, the customer reported that the pump screen went black when attempting to deliver a bolus. There was no reported impact to the customer's blood glucose level.